Event description:
The pads appear to be contaminated. There are brown spots on the pads which nurses have described as "looking like old blood." One package from each lot that was opened was affected. Upon opening the fourth package, and noting brown spots, the lots were returned to the storeroom. Add'l lot number: ma2520ag5.